Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10738; 2134265-2016-10739; 2134265-2016-10744; 2134265-2016-10745; 2134265-2016-10746; 2134265-2016-10747 and 2134265-2016-11383. It was reported that vessel perforation occurred. Two target lesions were identified. The target lesion #1 was located in the mid left anterior descending artery (mlad) and the target lesion #2 was located in the lateral 1st diagonal branch artery. After performing rotablation with a 1.50mm rotalink¿ plus, a 2.5mm x 15mm apex¿ balloon catheter was advanced to the mlad for predilation. The balloon was inflated at 16 atmospheres for 10 seconds. The device was then removed from the mlad and was advanced to the lateral 1st diagonal branch and was inflated at 14 atmospheres for 10 seconds. The device was removed and a 2.5 x 24 synergy ii (des) was advanced to treat the mlad. The stent was deployed at 18 atmospheres for 20 seconds. The stent delivery system was removed and a 3.0 x 12 synergy ii des was then advanced to the lateral 1st diagonal branch. The stent was deployed at 16 atmospheres for 12 seconds and the sds was removed. A 3.25x15mm non-bsc balloon catheter was then advanced to the mlad however the device was eventually removed and was exchanged with a 3.5mm x 15mm apex¿ balloon catheter for post dilation. The balloon was inflated at 13 atmospheres for 16 seconds on the first inflation and at 18 atmospheres for 10 seconds on the second inflation. The device was removed and a 2.5mm x 20mm apex¿ balloon catheter was advanced in the mlad for further dilatations. The balloon was first inflated at 10 atmospheres for 16 seconds, 12 atmospheres for 60 seconds on the second inflation, 16 atmospheres for 90 seconds on the third inflation, 6 atmospheres for 300 seconds on the fourth and fifth inflations and 6 atmospheres for 274 seconds on the sixth inflation. The device was removed and a 3.0mm x 15mm apex¿ balloon catheter was then advanced for further dilatations and the procedure was completed. However, a perforation in the lad was noted. Patient was then re-treated and a stent was deployed in the lad. Electrocardiogram (ECG) was then performed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Brand name corrected from apex balloon catheter to apex¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10738; 2134265-2016-10739; 2134265-2016-10744; 2134265-2016-10745; 2134265-2016-10746; 2134265-2016-10747 and 2134265-2016-11383. It was reported that vessel perforation occurred. Two target lesions were identified. The target lesion #1 was located in the mid left anterior descending artery (mlad) and the target lesion #2 was located in the lateral 1st diagonal branch artery. After performing rotablation with a 1.50mm rotalink¿ plus, a 2.5mm x 15mm apex¿ balloon catheter was advanced to the mlad for predilation. The balloon was inflated at 16 atmospheres for 10 seconds. The device was then removed from the mlad and was advanced to the lateral 1st diagonal branch and was inflated at 14 atmospheres for 10 seconds. The device was removed and a 2.5 x 24 synergy ii (des) was advanced to treat the mlad. The stent was deployed at 18 atmospheres for 20 seconds. The stent delivery system was removed and a 3.0 x 12 synergy ii des was then advanced to the lateral 1st diagonal branch. The stent was deployed at 16 atmospheres for 12 seconds and the sds was removed. A 3.25x15mm non-bsc balloon catheter was then advanced to the mlad however the device was eventually removed and was exchanged with a 3.5mm x 15mm apex¿ balloon catheter for post dilation. The balloon was inflated at 13 atmospheres for 16 seconds on the first inflation and at 18 atmospheres for 10 seconds on the second inflation. The device was removed and a 2.5mm x 20mm apex¿ balloon catheter was advanced in the mlad for further dilatations. The balloon was first inflated at 10 atmospheres for 16 seconds, 12 atmospheres for 60 seconds on the second inflation, 16 atmospheres for 90 seconds on the third inflation, 6 atmospheres for 300 seconds on the fourth and fifth inflations and 6 atmospheres for 274 seconds on the sixth inflation. The device was removed and a 3.0mm x 15mm apex¿ balloon catheter was then advanced for further dilatations and the procedure was completed. However, a perforation in the lad was noted. Patient was then re-treated and a stent was deployed in the lad. Electrocardiogram (ECG) was then performed. No further patient complications were reported and the patient's status was stable.